Event description:
The autotransfusion set had the pt end inappropriately labeled as the "reservoir" end. The administration set is used with the fluid mgmt system-1000 for the autotransfusion of chest dranage after open heart surgery., the reservoir end of the set is to be attached to a cardiotomy reservoir and the pt end is to be connected to the pt's central line catheter. The improperly labeled set was attached in the opposite configuration as designed. It was reported that approx 600 ml of fluid was collected in the blood reservoir and the pt's surgeon was anticipating returning the pt to surgery before the cause was discovered. It was estimated that 200 ml of the fluid was pt blood from the central line and 400 ml was albumin that was previously administered into the central line. The auto transfusion setup was changed out and the pt received one unit of blood. No add'l intervention was needed. The customer reported two to three previous occurrences of autotransfusion sets being labeled improperly, but these sets were not used.